Event description:
It was reported that there was an issue with the incorrect time and date settings on the caller's pump. The caller did not experience blood glucose levels above 500 mg/dl or below 54 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in correcting the time and date settings, educated them on the potential impact on uploads and reports, and advised them to monitor for any future discrepancies. The caller understood and acknowledged the guidance provided.